Event description:
On july 29, 2008, the reporter/"hha" contacted lifescan (lfs) alleging that a one touch basic meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the pt on july 29, 2008, and was able to obtain/verify info. The pt tests her blood glucose 3 times a day. She tests before meals. The pt takes sliding-scale 70/30 insulin based on her meter readings. The reporter indicated that the alleged meter issue started about a month ago. However, the pt claimed that since two months earlier, she had been hospitalized 3 times because of the meter. She mentioned that in the same month, she was hospitalized twice because of "low sugar." The pt said that in each case, she had symptoms of anxiety and palpitations. She was unable to explain what treatment she received or what actions were taken before the events occurred. In a third occasion, the pt said she suffered from "high sugar." The pt was unable to provide add'l details of the event. On an unspecified date/time in june 2008, the reporter claimed that the pt received an inaccurately high result of "200 mg/dl" on the alleged meter. The reporter was comparing the result to the pt's feelings/normal readings. During the time of concern, the reporter claimed that the pt received assistance from an unidentified health care professional (hcp). The reporter indicated that the pt's blood glucose was tested by the hcp, but she was not sure what result was obtained. The reporter said the readings was "normal." However, the reporter also claimed that, at that time, the pt reportedly received insulin treatment and was admitted to the hospital for an unk reason. The pt was obtaining blood samples from her fingers, but was not cleaning the puncture sites correctly. The one touch customer advocate (otca) noted that the pt was using non-lfs test strips with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported, due to the following conclusion: the pt claimed that she was hospitalized 3 times because of the meter. The pt alleged that the meter was reading inaccurately and that on 2 events, she developed symptoms that can be associated with severe hypoglycemia, after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.